Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no alarm was present at one time when she suffered from high blood glucose. The blood glucose was 8.8 mmol/l. The customer stated that the cannula was bent. The customer advised to reconnect tubing at quick releases and prime a 5u fill cannula. The customer stated that insulin exited. The customer advised to change the entire infusion set. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly.